Event description:
A staff member in the micro department reported that she had cidex splash in her eye. She was not wearing eye protection but was wearing gloves. The "micro lab staff" member irrigated her eyes with nacl and saw a member of the health office staff. The report indicated that the "micro lab staff" individual was treated further with 2l saline flush in the health office and had a "dye test" and some eye drops to use.